Event description:
It was reported that this patient was implanted with a subcutaneous implantable cardioverter defibrillator (sicd) system. At the one month follow up visit, the patient reported redness at the pocket site and electrode position and appeared to have a rash near the device header. It was confirmed that allergy testing was performed and the patient tested negative for a titanium allergy. The system was subsequently explanted due to the patient's cobalt allergy which is contained in the metal alloy in the electrode. The system was replaced with a boston scientific implantable cardioverter defibrillator (ICD). No additional adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. It was reported that the sales representative requested the hospital retain the explanted products for return. However, it is suspected that the electrode was disposed of and the device location is unknown at this time. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient was implanted with a subcutaneous implantable cardioverter defibrillator (sicd) system. At the one month follow up visit, the patient reported redness at the pocket site and electrode position and appeared to have a rash near the device header. It was confirmed that allergy testing was performed and the patient tested negative for a titanium allergy. The system was subsequently explanted due to the patient's cobalt allergy which is contained in the metal alloy in the electrode. The system was replaced with a boston scientific implantable cardioverter defibrillator (ICD). No additional adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. It was reported that the sales representative requested the hospital retain the explanted products for return. However, it is suspected that the electrode was disposed of and the device location is unknown at this time. This investigation will be updated should further information be provided. The product was subsequently returned for evaluation. The electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient was implanted with a subcutaneous implantable cardioverter defibrillator (sicd) system. At the one month follow up visit, the patient reported redness at the pocket site and electrode position and appeared to have a rash near the device header. It was confirmed that allergy testing was performed and the patient tested negative for a titanium allergy. The system was subsequently explanted due to the patient's cobalt allergy which is contained in the metal alloy in the electrode. The system was replaced with a boston scientific implantable cardioverter defibrillator (ICD). No additional adverse patient effects were reported.